Event description:
It was reported to boston scientific that during a procedure to place the obtryx mesh sling system, the physician "button holed" the vagina. While attempting to pass the trocar down through the incision, on the patient's right side, the physician "button holed" the vagina several times. The physician was able to get the right pass and complete the procedure. No additional treatment was required. Patient reported to be fine. The physician commented that he was not comfortable with the handle on the obtryx.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.